Event description:
Received report of an overinfusion of kcl. A night nurse hung 100 ml bag at 7 am to infuse over 2 hours and the day nurse found the bag empty at 7:40 am. Carefusion clinician onsite checked the device and confirmed the set appeared properly loaded. Stat potassium level was drawn and potassium chloride was given but no details were provided on dose or timing. Profile was medsurg/o-p. Twenty meq kcl/100ml normal saline to infuse at 50 ml/hr via central line; when bag was found empty the vtbi showed 55.6 ml. Carefusion clinical consultant stated drip chamber was collapsed when bag was found empty. IV set up will be returned but customer punctured holes to remove fluid for their own internal investigation. Customer states no further patient/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of an overinfusion condition was replicated during testing on the pump module. A review of the associated pcu event log indicates that the potassium chloride infusion was programmed to run at 50 ml/hr and ran for a little over 54 mins delivering what should have been approx 44.4 mls before experiencing several fluid side occlusion/empty container alarms. During visual inspection of the device, the platen was found to be damaged with the top hinge pin broken off and not present within the device. Rate accuracy testing, performed on the pump module, while infusing at the incident rate of 50 ml/hr, found the device to be over infusing. Actual flow rate was measured at 317.4 ml/hr. Testing found periods of partially unregulated flow during portions of the pumping cycle. The cause of the out of specification condition was determined to be the result of a broken upper hinge pin on the platen leading to periods of partially unregulated flow. The cause of the unregulated flow is a shift in the platen's position that can affect the gap between the occluder fingers and platen. The proximal cause for the customer's report of an overinfusion is due to a broken upper hinge pin on the platen assembly. The root cause for the hinge pin being broken is unk.